Event description:
A (B)(6) old infant developed respiratory distress requiring placement on ventilator support. The weight of the baby was reported as (B)(6) grams ((B)(6)). X-ray as part of work up showed arm PICC line no longer superior vena cava. Tip noted at mediastinal area with possible looped area at axilla. Infant's neck bilateral edema noted at mediastinum of chest. X-ray with contrast done-extravasation noted in mediastinal area, PICC line removed intact but not saved.

Manufacturer narrative:
The patient was a (B)(6) infant ((B)(6)) and incubated at (B)(6). Based on information received from our resident health expert b.s. Nurse/sales representative, the PICC tip was not in the lower 1/3 of the superior vena cava as observed on the x-ray. The fluids were infused into the mediastinal area and not the lower 1/3 of the superior vena cava which could cause swelling and result in respiratory distress for the baby. Medical intervention (ventilator support) was administered. According to the IFU, PICC catheters shall have the distal tip dwelling in the lower one third of the superior vena cava to the unction of the superior vena and the right atrium. For proper use, clinicians must be familiar with and trained int he placement, maintenance, and use of PICC and/pr midline catheters. The IFU also has instructions for verification of proper placement of the catheter. The IFU states, for PICC placement upper extremity, position the arm at a 90 degree angle, and measure from the planned insertion site to the right clavicular head, then down to the third palpated intercostal space for superior vena cava (svc) placement. The IFU also states that the external portion of the catheter must be adequately secured. The x-ray as part of work up showed the arm PICC line was no longer superior vena cava and therefore not in the proper placement as indicated in the IFU. The complaint product was not sent back for analysis and either was the lot number provided. Therefore, the exact root cause of the complaint was not determined. Catheters are 100 percent inspected at various stages during the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity.